Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced receiving multiple shocks in five minutes. The patient advocate was suspecting if the device was malfunctioning. The boston scientific technical services (ts) referred the patient to the physician. The device remains in service. No adverse patient effects were reported.